Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected, vitros troponin I es (tropi es) results were obtained from two different patient samples when tested on two vitros xt 7600 integrated systems. A definitive assignable cause could not be determined. A review of qc fluid performance on both vitros xt 7600 integrated systems indicates acceptable performance; therefore, a vitros tropi es lot 6190 issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 6190 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Acceptable within run diagnostic precision testing on both vitros xt 7600 integrated systems indicate the vitros instruments were performing as expected and were not likely contributing factors to the event. Pre-analytical sample processing is not a likely contributor of the event, as the customer is following manufacturer recommendations for preanalytical sample handling. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 6190.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected, vitros troponin I es (tropi es) results were obtained from two different patient samples when tested on two vitros xt 7600 integrated systems. Patient 1 result of 0.362 ng/ml versus the expected result of 0.029 ng/ml patient 2 result of 0.312 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es results were not reported from the laboratory. There has been no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4), 100573301 and reportability assessment (B)(4).